Event description:
It was reported that the patient was given tpa (tissue plasminogen activator) with an intended dose of 75mg. However, the patient received the entire bag of tpa with a total dose of 100 mg. Although requested, no additional information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.